Manufacturer narrative:
Block b3: date of event: date of event was approximated to 12/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clips could not be deployed.

Event description:
Note: this report pertains to two of three devices used during the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the multiple clips could not deploy. The procedure was completed with a non bsc product. There were no patient complications reported as a result of this event.